Manufacturer narrative:
Analysis found internal shorting while manipulating and stretching the connector region. The damage found was sustained during the surgical procedure and this is consistent with the observation of low pacing lead impedance, loss of sensing, and capture anomaly.

Event description:
It was reported that during an initial implant after placing the lead which appeared to be a good position, it was found that the lead impedance was below range and there was no sensing. Furthermore, only capture was obtain when the device was reprogrammed and an output above 2v was observed. Switching the psa cables and using a unipolar pacing configuration was attempted, but neither of these changes fixed the problem. The lead was extracted and replaced and the issue was resolved and there were no further complications with the procedure. The patient did not experience any symptoms.